Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was used during a pelvic floor repair procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, the patient presented with a xenform exposure at the vaginal suture line less than 1cm in length. The event was reported as mild in severity and no treatment was required. The event is resolved. The investigator assessed the event as not pelvic floor related, definitely related to the procedure, and possibly related to the device. Additional information received on july 22, 2015. The event of mesh exposure at the vaginal suture line was resolved on (B)(6) 2015.

Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was used during a pelvic floor repair procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, the patient presented with a xenform exposure at the vaginal suture line less than 1cm in length. The event was reported as mild in severity and no treatment was required. The event is resolved. The investigator assessed the event as not pelvic floor related, definitely related to the procedure, and possibly related to the device.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.